Event description:
It was reported that the patient presented to the emergency room experiencing diaphragmatic stimulation and loss of capture in any configuration. The stimulation was reported to have commenced on (B)(6) 2014. The lead was programmed off on (B)(6) 2014. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.